Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer would intermittently remove the pump case from the pump and the cartridge would get pulled out. No impact to the customer's blood glucose. Reportedly, the customer slid the cartridge back into place.